Event description:
Customer reported patient was connected to an ECG monitor dash 200 for checking the heart rate. The acoustic alarm was switched off and the alarm configured to trigger the nurse call system. The nurse reportedly tested the functionality of the monitor during the night, when she configured the device to trigger the nurse call system. No problem was detected and the alarm reportedly worked as expected. The patient reportedly died in the early morning hours without the monitor providing an alarm at the nurse call system. The monitor was subsequently tested by the hospital biomedical department and reportedly worked as expected. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued, when the investigation has been completed.